Event description:
Kimberly clark corp received notice in 2004 alleging that the pt had an infection. According to the complaint, the pt visited the hosp and after having blood drawn was told that they have an infection. The pt alleged that pieces of the tampon were left inside them and was the cause of the infection. The pt stated the hosp did not remove the tampon.